Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an aortic valvuloplasty procedure, a leak was identified on the balloon. The balloon was exchanged over the guidewire for another that was used to complete the procedure.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) states: warnings & precautions: never use force when advancing or retracting intravascular device without first angiographically determining cause for any resistance. Using force may damage catheter or cause injury to the patient (such as vessel perforation). Do not exceed maximum inflation pressure indicated on label. Excess inflation pressure can cause balloon rupture and the inability to withdraw catheter through introducer sheath. Withdrawing balloon through introducer sheath may damage balloon. Balloon deflation and catheter removal: deflate balloon by drawing vacuum on the = 50 cc inflation device. Use fluoroscopy to visually confirm that balloon has fully deflated prior to withdrawing catheter. While maintaining negative pressure and guidewire position, withdraw deflated device over the guidewire and out through introducer sheath. Use of a gentle clockwise twisting motion may be used to help withdraw balloon through introducer sheath. If unusual resistance is met when attempting to withdraw balloon, position balloon in anatomical position in which it can be inflated safely. Partially inflate balloon and then deflate it. Balloon re-folding can be observed under fluoroscopy. Use of recommended contrast concentration will facilitate fluoroscopic visualization of balloon re-folding. If balloon will not pass through introducer sheath for removal, remove balloon and sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an aortic valvuloplasty procedure, an alleged leak was identified on the balloon. The balloon was exchanged over the guidewire for another that was used to perform the procedure. There was no patient contact.